Event description:
It was reported that the saw blade broke where it attaches to the saw. Additional clinical follow up with the customer indicated that the sales representative present during surgery stated that the doctor loaded the blade, part number 562714550 (synvasive part number 11-2847), into power pro hand piece, model number 5300m. Doctor had difficulty achieving the intended cut as the pt had really hard bone and after several minutes of continuous cutting the blade broke where it attaches to the saw. The doctor successfully replaced the broken blade with another blade. The intended cut was achieved with no harm or medical/surgical intervention to the pt.

Manufacturer narrative:
The device was returned to the manufacturer: however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.